Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 65 mg/dl. The customer stated that while she did a temporary basal, the buttons on the pump was not working properly. The customer could not recall any significant leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.